Event description:
It was reported to boston scientific corporation in 2009, that a wallflex biliary rx uncovered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed two days prior. According to the complainant, the stent fully deployed, however, it did not open as normal at the proximal end. It was still compressed as it is when stent is placed inside the sheath. It is believed that when the assistant reconstrained the stent into the sheath, a short piece of the stent got reconstrained at the proximal end. The stent was fully reconstrained and removed from the pt. There was not visible damage noted to the device. The procedure was completed with a wallflex 8cm x 10 mm, fully covered stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. The site indicated that post-procedure the failed stent was able to be deployed outside the pt with no release issues.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.